Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2006 for hyperglycemia. The patient began having problems with high blood glucose level two days earlier. The reporter states they changed site, cartridge and infusion set a few times and battery was changed with little improvement. The reporter has tested pump delivery and pump functions were checked, all were found to be operating correctly. No alarms were noted. The patient was treated and sent home the same day. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.